Event description:
The spouse of a (B)(6) female pt contacted zoll lifecor customer support to report that his battery wouldn't hold a charge. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. As received, the battery pack had an output voltage of 1.6 volts and would not charge. The battery was unable to power up the monitor. The root cause of the battery not charging properly was faulty cells within the battery pack. The root cause of the faulty cells appears to be random component failure. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.